Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an inaccurate fill estimate was received. Per contact, customer declined to provide further information and declined follow up. There was no reported impact to customer's blood glucose.